Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the patient getting pain in left groin area down to left leg, and also suffer from nausea every day and frustration.